Event description:
It was reported that during a lap sigma procedure, the hand activation did not function. No further information is available. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.